Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Electrical resistance and cross continuity test results were within specifications.

Event description:
It was reported that during implant of the lead the impedance and thresholds were high. Fracture was suspected. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.